Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. . Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced multiple inappropriate loss of power. The results of further testing suggested replacing the power pcb assembly as a precaution, however this part is no longer available. The customer was provided with a replacement device. The original device was scrapped. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off four times by itself while monitoring a patient. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off four times by itself while monitoring a patient. This issue is patient related; however there was no adverse patient outcome reported by the customer.